Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278177, expiration date 01/31/2014). (B)(6).

Event description:
Customer received results of 528 mg/dl and 338 mg/dl within 10 minutes on the mobile system, and result of 138 mg/dl on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.